Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The returned complaint device consisted of a rotablator rotalink plus device. The burr catheter was received attached to the advancer unit. The advancer, handshake connections, sheath, coil, burr and annulus were microscopically examined. Microscopic examination of the device revealed that the annulus was damaged and not round which is consistent with damage seen with the use of a rotawire. The coil is stretched. Since it was reported that the rotation speed was set to 200,000rpm; functional testing was performed by attempting to rotate the drive shaft, however, it was unable to rotate. Product analysis confirmed the reported event due to the melted ultem. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported event.

Event description:
It was reported that the burr became stuck on the wire. A 1.50mm rotalink plus and rotawire were selected for use. During procedure, resistance was felt upon delivering the burr. The rotalink plus became stuck during insertion over the rotawire. The device was forcibly pulled out to resolve the restriction. Ablation was performed at 200,000 rpm and the procedure was completed with the original device. No patient complications were reported.

Event description:
It was reported that the burr became stuck on the wire. A 1.50mm rotalink plus and rotawire were selected for use. During procedure, resistance was felt upon delivering the burr. The rotalink plus became stuck during insertion over the rotawire. The device was forcibly pulled out to resolve the restriction. Ablation was performed at 200,000 rpm and the procedure was completed with the original device. No patient complications were reported.